Manufacturer narrative:
(B)(4) date sent: 8/13/2021 h6: component code = g04 additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Did the jaws eventually open? Eventually opened is the current patient status known? Yes ¿ did ok was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back and with a staple was noted behind of the knife, and with one ecr60g reload loaded in the device. The reload was received fully fired with several staples b-formed on the pockets. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during an unknown procedure, the echelon 60mm gun jammed with green reload. Device would not re-open to reload a cartridge. Patient consequences were not reported. No further information is available.